Event description:
The hcp reported the patient had been experiencing increased spasticity and rigidity. The pump was explanted and replaced after an implant duration of 56 months. It was returned to the manufacturer for analysis.